Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), coital bleeding ("bleeding after intercourse, especially in the second part of the cycle"), back pain ("back pain"), myalgia ("joint and muscle pain: neck and back initially"), arthralgia ("joint and muscle pain: neck and back initially, then elbows and ankles") and anaemia ("anaemia"). In 2018 she experienced genital haemorrhage ("haemorrhagic bleeding"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, arthralgia, coital bleeding, back pain, pelvic pain, genital haemorrhage or anaemia. The reporter commented: inserts still in place to date. Chloride, nickel and tin concentrations being determined: result pending, decision of possible removal will be made upon receipt of blood test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Hysteroscopy] on (B)(6) 2013: using a 4 mm bettocchi hysteroscope for endoscopy under irrigation with normal saline. Easy passage through cervix. The uterine cavity is normal, the 2 tubal ostia are identified. Easy placement of an essure insert in the proximal segment of each tube. Turns of coil visible in left intracavity: 1 on the right: 1 procedure duration: 4 minutes based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. The most recent information was received on 03-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), coital bleeding ("bleeding after intercourse, especially in the second part of the cycle"), back pain ("back pain"), myalgia ("joint and muscle pain: neck and back initially"), arthralgia ("joint and muscle pain: neck and back initially, then elbows and ankles") and anaemia ("anaemia"). In 2018 she experienced genital haemorrhage ("haemorrhagic bleeding"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, arthralgia, coital bleeding, back pain, pelvic pain, genital haemorrhage or anaemia. The reporter commented: inserts still in place to date. Chloride, nickel and tin concentrations being determined: result pending, decision of possible removal will be made upon receipt of blood test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Hysteroscopy] on (B)(6) 2013: using a 4 mm bettocchi hysteroscope for endoscopy under irrigation with normal saline. Easy passage through cervix. The uterine cavity is normal, the 2 tubal ostia are identified. Easy placement of an essure insert in the proximal segment of each tube. Turns of coil visible in left intracavity: 1 on the right: 1. Procedure duration: 4 minutes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.